Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: root cause is undetermined.

Event description:
It was reported that three bd connecta¿ multiflo¿ 3-way multiple infusion manifold cracked, resulted in leakage during use. Customer¿s verbatim: ¿after replacing a new connecta, when the valve was opened, solution leakage.,then found connecta craked.continuous replacement of 3 new connecta, all of which have leakage problems.¿